Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact e1. (B)(6). H3 other text : product not returned.

Event description:
The customer reported that after a few minutes of monitoring, the device stops monitoring. There was no patient impact or consequence reported.

Event description:
The customer reported that after a few minutes of monitoring, the device stops monitoring. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was able to power on and off using ac and battery power. Recessed pins inside the tb-20 connector were found. This caused the device to display a "replace sensor" error message when a known good sensor and cable were used. Health effect impact code: no adverse event; no patient impact. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).